Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing saline. The indications for use included post lumbar laminectomy syndrome and spinal pain. It was reported that the representative was told the pump was stopped, but upon interrogation, a motor stall was noted with no recovery. The date of the stall was unknown. The pump was replaced on (B)(6) 2017. No patient symptoms were reported and no further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was further reported that the cause of the motor stall was unknown.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.